Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. The reported deviation signifies an alteration in the wound healing process requiring surgical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 010000701, lot: unk, g7 bonemaster ltd acet shl 48c, part: unk, lot: unk, unk head, part: unk, lot: unk, unk stem. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02533, 0001825034-2021-02535, 0001825034-2021-02536.

Event description:
It was reported that patient underwent total hip arthroplasty and subsequently, 9 days post-implantation patient underwent re-operation and debridement due to delayed would healing. Attempts to obtain additional information have been made; however, no more is available at this time.